Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis when the issue occurred, and procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the hard disk was failure. Review of the system log files showed ippc image disk full, host self-test failed. Fse restarted the device and recreated the image storage, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not expose. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the image storage space. The room temperature was found to be higher than requirement and the host pc self-test failed. The fse advised the customer of the room temperature, reconstructed the image storage space, and returned the system to use in good working order.